Event description:
The customer reported that the audio alarm was not functioning during the device extended self-test. The nellcor puritan bennett customer support engineer (ces) verified the non alarm condition, inspected the device, and found a disconnected pcb ribbon cable. The customer support engineer reconnected the ribbon cable and the unit passed extended self testing. This report is not an admission by nellcor puritan bennett that this device caused or contributed to the event alleged in this report.